Manufacturer narrative:
E1:patient city: (B)(6). Patient country: italy.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that patient faced infusion set tubing detachment. Event on 14-may-2025. The infusion set was in use for 8 hours.the insertion site was abdomen the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.